Manufacturer narrative:
(B)(4)

Event description:
It was reported that false asystole episodes were observed on patient's loop recorder. The patient was asymptomatic. The device was undersensing r-waves leading to the false episodes. Programming changes were made and undersensing was resolved. The patient will be followed normally.